Manufacturer narrative:
Preliminary analysis of the returned device showed proper electrical and mechanical function.

Event description:
Electrical and connection issues were reported to the subject pacemaker. The one-month post-implant follow-up was performed earlier than the original schedule, on (B)(6) 2014, because the patient did not feel well. Reportedly the patient fell on the previous day. During the follow up high ventricular impedances (above 3 kohms) and ventricular capture failure were confirmed. Episodes with ventricular noise were identified in the device memory. X-ray photo revealed no anomaly to the lead. A re-intervention was performed subsequently. During the procedure it was confirmed that the ventricular connector pin was fully inserted into the port; however, when the physician pulled the ventricular lead before unscrewing the setscrew, the lead came out from the port without resistance (connection failure was confirmed). When both atrial and ventricular leads were measured by an analyzer, normal values were obtained. A new pacemaker was implanted.

Manufacturer narrative:
(B)(4).

Event description:
Electrical and connection issues were reported to the subject pacemaker. The one-month post-implant follow-up was performed earlier than the original schedule, on (B)(6) 2014, because the patient did not feel well. Reportedly the patient fell on the previous day. During the follow up high ventricular impedances (above 3 kohms) and ventricular capture failure were confirmed. Episodes with ventricular noise were identified in the device memory. X-ray photo revealed no anomaly to the lead. A re-intervention was performed subsequently. During the procedure, it was confirmed that the ventricular connector pin was fully inserted into the port; however, when the physician pulled the ventricular lead before unscrewing the setscrew, the lead came out from the port without resistance (connection failure was confirmed). When both atrial and ventricular leads were measured by an analyzer, normal values were obtained. A new pacemaker was implanted.

Event description:
Electrical and connection issues were reported to the subject pacemaker. The one-month post-implant follow-up was performed earlier than the original schedule, on (B)(6) 2014, because the patient did not feel well. Reportedly the patient fell on the previous day. During the follow up high ventricular impedances (above 3 kohms) and ventricular capture failure were confirmed. Episodes with ventricular noise were identified in the device memory. X-ray photo revealed no anomaly to the lead. A re-intervention was performed subsequently. During the procedure it was confirmed that the ventricular connector pin was fully inserted into the port; however, when the physician pulled the ventricular lead before unscrewing the setscrew, the lead came out from the port without resistance (connection failure was confirmed). When both atrial and ventricular leads were measured by an analyzer, normal values were obtained. A new pacemaker was implanted.